Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient was at work and experienced loss of consciousness. She was busy and not really paying attention to her cgm readings. Then she suddenly passed out without any previous hypoglycemic symptoms. Her co-worker found her lying on the floor and tried to wake the patient up by shaking her body. Her co-worker called the paramedics and while they were waiting for the paramedics the patient regained consciousness. The co-worker treated the patient with orange juice. There was no documentation of any bg values taken before the patient was treated with orange juice. The paramedics arrived and treated the patient with glucose jelly. The paramedics took a blood glucose reading which was 70 mg/dl and the cgm reading was 300 mg/dl. The patient was not taken to the hospital as she was stable when paramedics left and at the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.